Event description:
We have received a product report involving a (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that, prior to use, the unit had error e227 and e235. Different modes were tested without any generator issues, but non-medtronic bipolar forceps have very low quality in the connector and it loses contact sometimes. There was no patient involvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).